Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that due to a failure of the manifold unit, the flow rate was not displayed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 address exceeded the character limit. The full address is: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the insufflator light-emitting diode (led) of flow and pressure was not working. The issue occurred during maintenance. There were no reports of patient harm.